Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was found to be within specification.

Event description:
It was reported that the patient experienced a micro perforation with associated inappropriate stimulation. High thresholds were observed. The lead was pulled back. The lead was explanted.